Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the failure of the printed circuit board (dp) board and the video connector caused the loss of images during the procedure. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found blackout image occurred occasionally, digital visual interface had no output due to a fault on the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a therapeutic laparoscope procedure, the screen on the video system center was black, causing no image. The intended procedure was completed using a similar device. There were no reports of patient harm.